Manufacturer narrative:
The device was returned to zoll medical; the customer's report was observed and attributed to the battery. The device was recertified and returned to the customer. The battery was installed in december of 2015 and an expiration notice was flagged for this battery on august 28, 2020. On january 6, 2022, the same battery was used to try to power on the unit even though it had expired. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.